Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of reset mode was confirmed. Examination of device memory registers revealed that a parity error had occurred. High voltage therapy, however, was not disabled. Ate and bench testing were performed and the device was found to be normal. No anomaly was found, therefore, the cause of parity error was determined.

Event description:
It was reported that interrogation of the device before explant presented with a message that the device has been re-initialized. Device was explanted.